Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-may-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving hy dromorphone 0.8 mg/ml (unknown dose) via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported a catheter revision was being done (B)(6) 2019. The catheter tip was being moved/pulled down from the current location of thoracic-8 to thoracic-12 to cover a new pain pattern. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. No issues were noted with the catheter. It was unknown if the pain was resolved. The patient¿s weight was unknown.